Event description:
The customer reported that one of the system's cables was not working properly and the system was unable to perform fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A fuse in the workstation and a cable were replaced. The system was tested and found to be working as intended and put back into service.